Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was 250 mg/dl. The customer administered a manual injection. Reportedly, the customer was ultimately able to clear the alarm and resume insulin delivery. Reportedly, the customer would continue to use the pump for insulin therapy.